Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous nephro lithotripsy procedure, a guide wire fracture occurred. The intended location was the kidney. The physician accessed the kidney via the upper and lower kidney poles. The physician encountered difficulties advancing the amplatz super stiff guide wire due to a "tight fit" within the guide catheter since several other devices were contained within this guide catheter. The amplatz guide wire was placed in the intended location. When the physician attempted to remove the amplatz guide wire, removal difficulties occurred. It is thought that the tip of the guide wire kinked and became caught on the distal edge of the guide catheter. "A little bit of force" was used to remove the amplatz guide wire, however, the guide wire uncoiled and fractured. The fractured portion of the amplatz guide wire did not completely detach. The amplatz guide wire was removed from the patient and no device fragments remained inside the patient. Another amplatz guide wire was used to complete the procedure. No patient complications were listed and the patient's status was reported as "fine".